Event description:
It was reported that during a ptca procedure in a totally occluded proximal lad, the shaft of the catheter broke outside of the patient during advancement. No patient injuries or complications occurred.